Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call low blood glucose on the insulin pump. Customer's blood glucose level went as low as 40 mg/dl. Customer treated their low blood glucose via ice cream. Customer advised each time they play basketball their blood glucose goes very low. Customer had a stomach virus and throat infection in the past which resulted in high blood glucose levels. Customer's mother declined to troubleshoot for high and low blood glucose levels.